Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 153 mg/dl. Customer reported that the drive support cap is sticking out of the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.